Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A catheter tubing kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dried blood. The technician was unable to clear the occlusion and dried blood was observed at the tip of the guidewire. The iab was placed on the cs300 pump and fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. We are unable to duplicate the clinical settings. However, kinks can cause difficulty inflating the iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the balloon would not fully inflate as seen on fluoroscopy . The iab was replaced and therapy was provided. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the balloon would not fully inflate as seen on fluoroscopy . The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Correction to 2248146-2020-00364. Narrative should say: the product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A catheter tubing kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dried blood. The technician was unable to clear the occlusion and dried blood was observed at the tip of the guidewire. The iab was placed on the cs300 pump and fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. We are unable to duplicate the clinical settings. However, kinks can cause difficulty inflating the iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site full name: (B)(6) medical center. Initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the balloon would not fully inflate as seen on fluoroscopy. The iab was replaced and therapy was provided. There was no reported injury to the patient.